Event description:
Patient reported an alleged "port leak." Patient stated the "port leak" was noted when they went in for an adjustment fill and reportedly felt no restriction. The surgeon tried to remove existing saline from the device but there was less fluid than notes indicated. The device remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follow: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."